Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a no delivery alarm that was resolved by changing their infusion set. Customer reported that insulin did not exit the first infusion set when attempting to push it through with a plunger. Insulin exited the infusion set tubing of the replacement infusion set when used with the same reservoir. The customer's blood glucose level at the time of the incident was 421 mg/dl. No troubleshooting was done for the elevated blood glucose. The infusion set is expected to be returned.